Event description:
It was reported that a request was made to review a stored episode of pacemaker mediated tachycardia (pmt) from this pacemaker for possible loss of capture (loc). Technical services (ts) reviewed the information and while they could not conclusively determine if there was loc, there was a possibility of diminished amplitude in the paced beats. Further monitoring of thresholds was suggested as a possibility. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that a request was made to review a stored episode of pacemaker mediated tachycardia (pmt) from this pacemaker for possible loss of capture (loc). Technical services (ts) reviewed the information and while they could not conclusively determine if there was loc, there was a possibility of diminished amplitude in the paced beats. Further monitoring of thresholds was suggested as a possibility. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that a similar instance of suspected loc during a pmt episode was noted. Ts was consulted, and upon review it was confirmed that there was capture and that the low amplitude was due to the event occurring simultaneously with an automatic threshold test. This pacemaker remains in service. No adverse patient effects were reported.